Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation was performed based on the provided information by the customer and field service engineer. The following reportable malfunctions were identified during the device evaluation: the pump head is faulty/damaged/worn. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint is traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the flushing pump exhibited a faulty/damaged/worn pump head. There was no patient involvement.